Event description:
Additionally, healthcare professional reported patient "had no complaints of any inflammation since 1-2 months." Symptoms resolved.

Manufacturer narrative:
A review of the device history record has been completed; no deviations or non-conformances observed.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the cheeks (ck1, ck2, ck3). 5-7 days after injection the patient ¿developed an inflammation on her left cheekbone (red, warm, swollen skin). It was not fluctuating at that moment¿. Patient treated with ciprofloxacin for 2 weeks. Approximately 2 weeks after injection ¿the inflammatory skin opened itself and all kind of material was coming out. The process relieved itself¿. Upon examination, 2 abscesses were identified. Abscesses were removed. Culture performed: propionibacterium acnes. Patient later exhibited the same symptoms - "same very late reaction" - on the right side, and hcp indicated an "abscess [was] removed". Symptoms are ongoing.